Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer says he wasn't sure but he doesn¿t think he was in auto mode.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer blood glucose level was 553 mg/dl at the time of incident. Customer did receive a sensor updating alert and change sensor alarm. Customer also stated that the sensor blood glucose level was 92 mg/dl. The customer did not provide any information regarding symptoms and treatment of their high blood glucose. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.